Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results and component return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (B)(6) for the device experienced an error code, "fail150", when inserted into a cadex charger. The customer tried multiple cadex devices but the error continued. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two led indicators illuminating, suggesting a partially charged battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.

Event description:
It was reported to philips that the battery (19036-0090-p) for the device experienced an error code, "fail150", when inserted into a cadex charger. The customer tried multiple cadex devices but the error continued. There was no patient involvement.